Event description:
A patient reported experiencing inaccurate low results with an ot ii meter. The patient's blood glucose results were 97mg/dl (ot), 150mg/dl (lab). Tests were done less than 10 minutes apart with a difference of 38%. Patient did not experience any adverse event. No further information has been reported.